Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient touched the transfer set connector during setup. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during setup of peritoneal dialysis therapy. The patient reported that they had accidentally touched the transfer set connector during setup. The patient did not connect to the patient line of the cassette. The technical services representative assisted the patient in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.